Event description:
Reporter stated that the lot number and expiration date had rubbed off of the strip vial. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.